Event description:
Consumer uses a heating pad in bed and in a recliner and as a result, he alleges he received 3rd degree burns to his buttocks.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is an abuse of the product and a violation of the instructions and warning provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.